Event description:
It was reported that a crimped haptic was noted when inserting the intraocular lens into the eye. The incision was enlarged to remove the lens, but did not result in a patient injury or medical intervention.

Manufacturer narrative:
(B)(4): enlarged incision. The intraocular lens (iol) was received for inspection. A note was written on the packaging saying that there was patient contact, removed by doctor after crimped haptic, incision, and changed to sulcus lens. The lens was received cut in half with one broken haptic. There was also the appearance of ophthalmic viscosurgical device(ovd). Prior to release to market the iol met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.